Event description:
Per the clinic, the device "appeared to have migrated" beneath the skin. Subsequently, the patient experienced extrusion of the receiver/stimulator through the skin (date not reported). The implanted device remains. There are plans to revise the implant site, but it is unknown if this has occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct model number is ci24re (ca); not ci512 as previously reported. Correction: the correct serial number is (B)(4); not (B)(4) as previously reported. This report is filed (B)(4) 2013.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013; the patient has no intentions of being reimplanted as of the date of this report, (B)(6) 2013. .

Manufacturer narrative:
(B)(4).